Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified that the screw hex was worn. Additionally, there was debris in the screw's drive feature. Picture or x-ray images were not provided. The reported devices were placed on tooth # 19 for an unknown period of time. Device history record (DHR) and complaint history review could not be performed since the lot numbers were unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Complainant reported that the abutment screw loosened in the patient's mouth. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided. Date of event: unknown / not provided. Brand name: unknown / not provided. Device product code: unknown / not provided. Catalog and lot number: unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that the abutment screw loosened in the patient's mouth.